Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that this infant flow sipap unit is displaying an "e80" error and cannot be reset. This alarm error code indicates a malfunction occurring within the auditory alarm pcba (printed circuit board assembly). The customer stated that there was no patient involvement associated with this reported issue.